Event description:
Patient called lfs alleging that their meter would not power on. Patient did not experience any symptoms. Patient gave themselves 35u of insulin without knowing what their bg reading was. Patient did not experience any serious injury after giving themselves the insulin. When the meter does not turn on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Customer service checked that the batteries are good and they are correctly installed (positive + side up) and the meter still did not power on. Customer service was unable to resolve the issue and sent patient a new meter.